Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous and non-calcified lesion in the radial artery. A 014 bmw hydro guide wire was advanced to the lesion; however, the distal potion of the guide wire broke. The separated guide wire tip was surgically removed with arteriotomy of the right humeral; this caused prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during advancement resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed report, the following additional information was received: the diagnostic procedure was not to treat the radial artery as previously reported. The intended target vessel was not made available; however, the guide wire break occurred in the radial artery. No additional information was provided.